Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that before the procedure, the following information was reported, "although the angio-seal device was manipulated based on the usual usage, when the device/insertion sheath assembly were withdrawn, the collagen sponge came out of the skin. Since the collagen sponge was agglomerated on the skin, the collagen sponge was attempted to be pushed under the skin using the tamper tube, but it did not work. Therefore, the hypodermis of the puncture site was cut to push the collagen sponge under the skin using a pair of forceps. Based on the above report, before the procedure, the sales representative told the physician to slowly manipulate the device when the angio-seal device is inserted into the insertion sheath and when the insertion sheath and the angio-seal device are locked by pulling about 1 cm. By doing this, the collagen sponge can absorb blood, which makes the collagen sponge softer to be pushed easily. The physician manipulated the device slowly. However, the collagen sponge, stained with the color of blood instead of white, became softer but came out of the skin. Also, the collagen sponge was agglomerated on the skin, which made the collagen sponge difficult to be pushed with the tamper tube. Therefore, the hypodermis of the puncture site was cut to push the collagen sponge under the skin using a pair of forceps. Hemostasis was successfully achieved by the device without replacement, and no health damage, such as delayed hemorrhage, was reported. The physician stated they felt that the usability of the current vip device had deteriorated." The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is 6 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient reported and the patient was being monitored. There were no other devices or equipment used with the reported product.